Manufacturer narrative:
The lens was returned. Viscoelastic ad blood were observed on the lens. The lens has been cut into two pieces across the optic center. The power and resolution could not be evaluated due to the optic damage. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens was returned in pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the lens was exchanged for another atiol (advanced technology intraocular lens). The specific lens model/diopter information was not provided. The manufacturer internal reference number is: (B)(4)

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for another lens 1 months following the initial implant procedure. The clinical reason for explant mentioned as hyperopic miss. Additional information has been received and stated that, as per surgeons opinion, the iol was the cause for the event. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).